Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral herniorrhaphy, when triggering the device handle to fix the mesh, it was hard, not releasing the tacks and when it released, it did not perform the stapling process, falling into the cavity, requiring its replacement to end the procedure. There was no patient injury.